Event description:
A bipap a 40 silver series ventilator was returned to a third-party service center for preventative maintenance. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, a ventilator inoperative error codes were present in the device event log in relation to a communication issue between the flow sensor using i2c bus and the cpu communication between the pressure sensor using spi bus. In conclusion, the device system board was replaced to address the issue. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative error code. Additionally, during the evaluation, the blower and outlet flow path were replaced as a part of maintenance to prevent failure. Overall checks, cleaning and a functional test were performed. The software version was checked. (3.6.5).